Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive, and no issues were observed. Watermark was not observed at the base of the sensor tail. Therefore, issue is closed to no product return. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial) and (expiration date) were incorrectly updated in the initial report. Correction has been made.

Event description:
A customer reported receiving a "replace sensor" error message with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain readings. The customer further reported that upon removing the sensor, they observed that the needle was bent. The customer experienced seizure and was unable to self-treat, requiring oral glucose from a healthcare professional (hcp) for the diagnosed of hypoglycemia. The customer was also provided their normal injection of novorapid (dose unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a "replace sensor" error message with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain readings. The customer further reported that upon removing the sensor, they observed that the needle was bent. The customer experienced seizure and was unable to self-treat, requiring oral glucose from a healthcare professional (hcp) for the diagnosed of hypoglycemia. The customer was also provided their normal injection of novorapid (dose unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain readings. The customer further reported that upon removing the sensor, they observed that the needle was bent. The customer experienced seizure and was unable to self-treat, requiring oral glucose from a healthcare professional (hcp) for the diagnosed of hypoglycemia. The customer was also provided their normal injection of novorapid (dose unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor 0fm4y6u3x has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (expiration date) was incorrectly updated in the initial report. Correction has been made.

Event description:
A customer reported receiving a "replace sensor" error message with the abbott diabetes care (adc) device and as a result, the customer was unable to obtain readings. The customer further reported that upon removing the sensor, they observed that the needle was bent. The customer experienced seizure and was unable to self-treat, requiring oral glucose from a healthcare professional (hcp) for the diagnosed of hypoglycemia. The customer was also provided their normal injection of novorapid (dose unknown). No further information was reported. There was no report of death or permanent impairment associated with this event.